Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited backup vvi in clinic during a cyber security upgrade. There were no patient consequences. No telemetry break occurred. The device was successfully restored, and the upgrade was not re-attempted.